Event description:
It was reported that the clinic received an error message while retrieving remote follow up from carelink, and the data did not appear in the patient file. The system was closed down and restarted and the data was present. The system remains in use. No patient complications were reported as a result of this event.

Event description:
It was reported that the clinic received an error message while retrieving remote follow up from carelink, and the data did not appear in the patient file. The system was closed down and restarted and the data was present. The system remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. Correction note: this complaint was inadvertently submitted under the medical device reporting regulations, as the potential for injury is not likely for this type of event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined.